Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review found the ilet was performing to specification, including triggering high glucose alerts. The logs also confirmed the rise in cgm glucose following an infusion set change the night before, indicating the user did not place it properly leading to the bent cannula which affected insulin delivery. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported they had experienced hyperglycemia (bg>400 mg/dl) with vomiting and was driven to the hospital by a friend. At the hospital, the patient was treated with insulin and potassium, which brought her glucose back into range. The patient's friend reported that prior to driving to the hospital, he removed the patient's infusion set and found the cannula bent. The patient was being discharged on the date of this report. The patient plans to restart ilet therapy.